Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.

Event description:
Customer reported the live monitor has burned in blocks. No patient injury was reported.